Event description:
It was reported that the right atrial (ra) lead experienced loss of capture at 8.0v at 1.5 ms. It was further reported that the lead had intermittent p-wave undersensing at .3mv. The device was reprogrammed to vvi 40, and the lead is scheduled to be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri, implantable pacing lead, (B)(6) 2014. (B)(4).